Manufacturer narrative:
Zoll did not receive the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a mid:09 (air trap assembly) error message during startup for ivtm therapy. The thermogard console was brought to biomed, where it was determined that fluid had entered the air trap chamber and damaged the air trap sensor board. Upon removing the air trap sensor board from the chamber, fluid was visible on the contacts at the back of the board. Biomed dried the air trap chamber, but the mid:09 error persisted. No additional information was provided, and it is unknown if the customer had another system to use. No consequences or impacts on the patient.